Event description:
The customer reported the system displayed a cine disk error message and the cine function was not operating. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.